Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient was seeing rings. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was during planned lens repositioning, physician discovered a broken haptic lens. Additional information has been requested but is not available at the time of this report

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).